Manufacturer narrative:
Analysis of neurotransmitter model# 3058, serial# (B)(4), showed the set screw was backed out too far and cross-threaded. The ins had good, stable output on all electrode pairs.

Event description:
It was reported that during a full implant, the surgeon was unable to connect the new lead to the new implantable neurostimulator (ins). The set screw on the ins would not tighten to keep the lead in place. A different ins of the same model was used and the set screw tightened on the lead properly. The patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.